Event description:
(B)(4). I received my hysterectomy on (B)(6) and I am 6 days post op. Since having the surgery, I no longer have the sharp pelvic pain I used to get that felt like the essure was going to cut right through my tubes. The bloating has also gone way down. I should not have painful heavy periods anymore (because I won't have a period anymore) and I am too soon into recovery to be cleared for sex to know if that situation will change. I believe my hysterectomy with essure removal will be a great improvement to my health.

Event description:
(B)(4). They day I had essure implanted I immediately started experiencing sharp pelvic pain (which has not gone away 6 months later) heavy bleeding, painful periods, headaches, loss of libido, severe bloating, and painful intercourse. I am getting a hysterectomy (B)(6) to have the coils removed. I am (B)(6).